Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed the customer was performing excessive self-testing of the AED which reduced the battery life expectancy.